Event description:
Locking inserts kept popping out of plate upon insertion of locking screw. Inserts were placed in plate with correct inserter. Each locking insert came out of plate in same way. Torque limiter was used on screwdriver. Operative technique guide followed. Final outcome satisfactory. A 30 mins. Delay in surgery.

Manufacturer narrative:
Evaluation summary: the reported event of the locking insert popped out of the plate could not be confirmed, since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Possible root causes are (not exhaustive): too little force applied; too dense bone (delta between thread in bone and thread in locking insert). Offset between bone and plate. Misuse: reuse of single use locking insert after disassembly. Soft tissue entrapment between plate and locking insert a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Locking inserts kept popping out of plate upon insertion of locking screw. Inserts were placed in plate with correct inserter. Each locking insert came out of plate in same way. Torque limiter was used on screwdriver. Operative technique guide followed. Final outcome satisfactory. 30 mins. Delay in surgery.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. H3 other text : device will not be returned